Manufacturer narrative:
Device evaluated by MFR?, code 81: device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the generator was turned off, not depleted. It was reported that 5 weeks prior to hospital admission, the patient presented with mild redness at the generator site without signs of infection. 5 weeks later, the patient came back with signs of infection. Per the treating physician, the cause of the infection as well as the relationship between the redness and infection was not clear. The physician believed that the patient may have had an insect bite at the first visit with secondary infection or external trauma to the device with secondary infection later. He believed that 5 weeks was too long for a progressive infection. He also thought it was possible that there was no relation between the redness and the infection. No further relevant information has been received to date.

Event description:
Initial report was received via a phone call form a distributor in (B)(6). The distributor reported that a patient was implanted with a generator 7 years ago and that the battery was now depleted and an infection had developed at the generator site. It was stated that the patient would be having the generator explanted and that it was to be determined whether the entire vns system would be removed or not. Explant surgery occurred. Additional relevant information has not been received to-date.